Manufacturer narrative:
(B)(6). The run data files from the device were reviewed and the device performed as designed and intended. Conclusion: operator error.

Event description:
The customer reported that one of their employees tripped and fell on the straight seal safe cord and would like a curled cord. Because the nurse had a previous injury they sent her to the emergency room where an x-ray was performed. This report is being filed due to medical intervention. The customer would not give any info regarding the employee other than that the employee is female.